Event description:
Reports were received that, during a suction procedure, the closed suction system catheter disconnected from the control valve. No patient injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received form outside sources pursuant to federal regulations.